Event description:
Five patients with mentor breast tissue expanders developed infections after surgery. Ductal carcinoma in situ of right breast. Reconstruction of both breasts with tissue expander (mentor 450 ml with 0 initial fill), and bilateral mastectomy. Patient presents to office appointment for fill at breast clinic but left breast is warm, red so sent to ed on [date removed]. Left breast tissue expander removed in or on [date removed].

Event description:
Five patients with mentor breast tissue expanders developed infections after surgery. Ductal carcinoma in situ of right breast. Reconstruction of both breasts with tissue expander (mentor 450 ml with 0 initial fill), and bilateral mastectomy. Patient presents to office appointment for fill at breast clinic but left breast is warm, red so sent to ed on [date removed]. Left breast tissue expander removed in or on [date removed].

Event description:
Five patients with mentor breast tissue expanders developed infections after surgery. Ductal carcinoma in situ of right breast. Reconstruction of both breasts with tissue expander (mentor 450 ml with 0 initial fill), and bilateral mastectomy. Patient presents to office appointment for fill at breast clinic but left breast is warm, red so sent to ed on [date removed]. Left breast tissue expander removed in or on [date removed].